Manufacturer narrative:
The reported event was dislodgement and high capture thresholds. A complete lead measuring 86.0cm was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during a generator replacement procedure, it was noted that the left ventricular (lv) lead was turned off for seven years due to high capture thresholds. Chest x-ray was performed and it indicated that the left ventricular lead was dislodged. The lead was explanted and replaced. No patient symptoms was reported and the patient was stable.